Event description:
"Caller alleged discrepant results compared with the lab and doctor's meter. Results as follows:" date inratio lab doctor's meter (B)(6) 2015 2.5 4.2 5.0 (B)(6) 2015 --- --- 2.7 patient self tester's therapeutic range: 2.0-3.0. Patient self tester (pst) stated that his physician did lower his coumadin based on the lab result on (B)(6) 2015. Pst also indicated that he experienced a nose bleed while staying in a location that was much drier than he was used to. The nose bleed began on (B)(6) 2015 and ended on (B)(6) 2015; it resolved without treatment. Pst also provided the last three inratio results from his meter prior to calling: (B)(6) 2014: inratio=1.5 - coumadin was increased; (B)(6) 2014: inratio=2.6 - dosage not changed; (B)(6) 2015: inratio=2.1 - dosage was increased.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.